Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that; "patient possibly received 20 hours worth of medication in a 2 hour period." As per customers mar report: 'mar report indicates infusion order for lipids, dispensed volume 100ml, dose of 44 ml; rate of 2.2 ml/hr over 20 hours." There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Review of the pcu event log showed the pump module was programmed at 5:26 pm on 22 december 2015 to infuse ¿lipids < 2yr-cont inf¿ at 44ml/hr and a vtbi of 880ml, to infuse over 20 hours. At 9:06 pm, the device alarmed for air-in-line. The device was channeled off at 9:11 pm. The volume recorded as being infused during this period was 96.46ml. The root cause of the overinfusion was identified as programming. The pcu event log showed that the rate was programmed for 44ml/hr instead of the intended 2.2ml/hr as reported by the customer.

Event description:
Information was received at a later date indicating the patient had died however this was not confirmed and no additional details were provided.